Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl, 36 mg/dl. Customer reported that buttons were not responding and act and esc buttons were hard to press at random times and every once in a while it gave her too much insulin and also insulin pump rejected new batteries. The insulin pump and reservoir will not be returned for analysis.